Event description:
Additional information received reported that the cause of the event was that the patient would report her device would completely stop working after numerous attempts at reprogramming and loss of power of battery. An issue with the system was unknown. The patient had a replacement on (B)(6)-2011 and an x-ray on the same day confirmed the correct placement of the new device. The device was reprogrammed up to 1.2 volts and the "control box" was tested in good working condition. No hospitalization was required. The patient was constantly saying that her monitor or system was not working, even though it was in excellent working condition.

Event description:
It was reported that this was the patient's second device and her health care provider (hcp) quit seeing her in (B)(6). The patient stated that the device was not "working as usual" and "needed" someone to remove the device. Additional information received on (B)(6) 2012 reported that the patient never had therapeutic effect. The patient had no control over her bladder and stated she had back pain when the device was turned on. The patient stated it "hurt her" and wanted the device taken out. The patient stated her "whole insides felt like they were burning, like heartburn in her stomach all the time." The pain was not present when the device was off and the symptoms had happened since implant. The patient had tried reprogramming her device, but could not remember how many times. The patient's hcp was giving her pain medication, but no longer did because "the hcp quit seeing her." Additional information was requested, but was not available as of the date of this report. Please see related manufacturing report #3004209178-2012-10153; the patient had eight related surgeries and a mesh issue.

Manufacturer narrative:
Product ID 3093-33, lot# v839810, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient. (B)(4).